Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation just medial to right tubal ostium"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("continuous bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no". Concomitant products included contraceptives for menorrhagia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), the first episode of headache ("headaches") and vision blurred ("vision/eye problems type:blurry vision"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), complication of device insertion ("the coils could not be placed in the right tube/only able to place essure on left side, could not on right side") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, the last episode of headache, complication of device insertion, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: she underwent laparoscopic tubal ligation with filshie clips on or about (B)(6) 2015 for sterilization. Current weight as of (B)(6) 2019: 185 lbs. Approximate weight at the time of essure placement 105 lbs. On (B)(6) 2015: patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Most recent follow-up information incorporated above includes: on 25-feb-2019: medical records: reporter information and event uterine perforation was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("continuous bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no". Concomitant products included contraceptives nos for menorrhagia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), the first episode of headache ("headaches") and vision blurred ("vision/eye problems type:blurry vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), complication of device insertion ("the coils could not be placed in the right tube/only able to place essure on left side, could not on right side") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of headache, complication of device insertion, alopecia and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: she underwent laparoscopic tubal ligation with filshie clips on or about (B)(6) 2015 for sterilization. Current weight as of (B)(6) 2019: 185 lbs. Approximate weight at the time of essure placement 105 lbs. On (B)(6) 2015: patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Most recent follow-up information incorporated above includes: on 22-feb-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain, hair loss,, abdominal area pain, did you undergo an essure confirmation test?: no. Event outcome was updated for the event: abdominal area pain and hair loss. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("continuous bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos for menorrhagia. On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and complication of device insertion ("the coils could not be placed in the right tube"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache and complication of device insertion had resolved. The reporter considered complication of device insertion, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she underwent laparoscopic tubal ligation with filshie clips on or about (B)(6) 2015 for sterilization. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.